Event description:
A resolute integrity drug eluting stent was implanted in the distal lcx, a dissection is reported to have occurred during then index procedure. Another brand stent was implanted in treatment. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (dissection).